Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 11.1 mmol/l. The customer stated that they had soccer practice and when they came home and act button was not responding properly. The customer stated that they took the battery out and the pump still read button error. The customer stated that there was moisture under the screen. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with act button response due to corroded keypad trace. No button error alarm noted during our testing. No moisture damage inside the insulin pump noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.